Event description:
Intuvie received a report from mckesson stating the device failed flow and required a hex file installation. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from mckesson stating the device ¿failed flow and required a hex file installation.¿ the specific flow rate value is unknown. The failure mode was confirmed; however, the probable cause remains undetermined. CAPA: zm2023-07 was initiated to investigate the root cause of this failure mode. The flow failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Manufacturer narrative:
This MDR serves as a correction: upon reassessment, this event has been deemed not reportable. The device was tested for flow rate and did not reproduce the flow rate failure. The device was received within specification. Reference to complaint #: (B)(4).